Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked reservoir tube lip. No moisture damage was noted at the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had been swimming, and the insulin pump may have come into contact with water, although it had not been submerged. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.